Event description:
The surgical procedure was a urological procedure. There was not any harm to the pt.

Event description:
The surgical procedure was a urological procedure. Conmed/aspen labs has been unable to get any additional info.